Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2022 , it was reported that the patient experienced inaccurate cgm values that led to hospitalization. The cgm and bg values were not provided. The sensor had been inserted in the arm. A follow up phone call made by tech support on (B)(6) 2022 , at the time of the follow up phone call, the patient stated she was still in the hospital and she will contact dexcom when she's ready to provide the event information. No additional patient or event information is available. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.